Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a roux-en-y gastric bypass surgery and a suturing device was used. During the procedure, a needle was dislodged and left in tissue while over sewing the gj anastomoses. The needle was recovered and the case was finished using additional cartridges. There were no adverse patient consequences reported. No additional information was provided.